Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the clinician observed that a wire had become dislodged from the electrode pad. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation, the exposed wire was not part of the electrode assembly, but part of the packaging to self test the electrodes while preconnected and unopened. The self test wire is disengaged when the electrode is removed from the packaging. The product returned represented what is typical and could not result in serious injury or harm. Investigation is being closed as meets specification. No trend is associated with reports of this type.